Event description:
It was reported that the micro oscillating saw overheated during a podiatry procedure. A back-up device was used to complete the procedure without pt or user injury and there were no adverse consequences.

Manufacturer narrative:
Upon disassembly, it was observed that the motor, press plug, rotor bearings and roller bearings were corroded.